Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. Upon evaluation of the device, this cutter was found to fail the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed testing due to an incomplete cut; however, the repair was not completed because repairs are not performed on cutters. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.